Event description:
It was reported that the vns patient was scheduled for generator replacement surgery. X-rays dated (B)(6) 2014 were provided to the manufacturer for further review. The generator appears in an abnormal position on the left side of the patient¿s back. The filter feed-through wires appear to be intact. The lead connector pin appears fully inserted into the generator connector block. There appears to be a gross lead fracture located approximately 4.6cm superior to the generator. Based on the images provided, high lead impedance was due to the lead fracture. No known surgical interventions have occurred to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Review of x-rays by the manufacturer revealed a gross lead discontinuity. Device failure occurred, but did not cause or contribute to death or serious injury.